Manufacturer narrative:
(B)(4). Date of event: 2015.

Event description:
A report was received that the patient's ipg was not charging and was no longer functioning. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The physician did not suspect device malfunction. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient's ipg was not charging and was no longer functioning. The patient will undergo a revision procedure wherein the ipg will be replaced.